Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and reprogramming recommendations were provided. The device was reprogrammed to resolve the event. The patient was stable with no consequences.